Event description:
It was reported that following a percutaneous coronary interventional procedure, the pt died. The 99% stenotic lesion was located in the calcified and tortuous left circumflex (lcx). The pt presented with angina. Following "high lateral treatment", the lesion was being treated with rotational atherectomy. The burr was being run at 210,000 rpms and went down to 205,000 rpms during ablation. It was stated that "perforation occurred by user technical reason". EKG indicated ventricular tachycardia. Under pcps (percutaneous cardiopulmonary support), surgery was successfully performed. The pt died "later". Additional info has been requested regarding the pt, anatomy, procedure, and date of death however, no information will be released.

Manufacturer narrative:
The facility has confirmed that this device has been disposed of; therefore, no direct product analysis can be completed and no root cause determination can be made. As the lot number was not provided, no shop floor paperwork review can be performed.